Manufacturer narrative:
It was reported that the shoulder pack¿s clip, or snap hook, was damaged. The reported event could not be confirmed because the shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed to wear and/or due to the handling of the pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad coordinator that the strap from the shoulder pack was broken (carabiner). The shoulder pack was replaced with no reported consequence or impact to the patient. Photo was provided. No further information was provided.